Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was due to the monitor's electrode belt connector being pulled from the monitor case, damaging wires within the connector. The root cause for the pulled monitor case was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).